Event description:
It was reported that the patient stepped off a curb on (B)(6) 2015 and felt a snap and immediate pain. After visiting the surgeon the next day, an x-ray revealed the neck of the stem has broken just below the head neck junction. At this time, the decision was made to replace the accolade with a restoration modular revision stem.

Manufacturer narrative:
An event regarding crack/fracture and altr involving an accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned, however images were available.the accolade neck has fractured with impression of fatigue fracture due to different aspects of fatigue section in upper lateral neck area and final fracture in medial neck area. Medical records received and evaluation:a review of the medical information by a clinical consultant inidcated that: an adverse combination of procedure-related and patient-related factors has resulted in severe ho formation with impairment of functionality in the hip joint causing overload with fatigue accumulation and ending in a fatigue fracture in the stem neck area, exactly at the location of most severe overload. Because the explant was not returned impingement related factors could not be ruled out. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: a review of the information by a clinical consultant indicated that "an adverse combination of procedure-related and patient-related factors has resulted in severe ho formation with impairment of functionality in the hip joint causing overload with fatigue accumulation and ending in a fatigue fracture in the stem neck area, exactly at the location of most severe overload." However, because the explant was not returned impingement related factors could not be ruled out. If additional information or device becomes available, this investigation will be reopened.

Event description:
It was reported that the patient stepped off a curb on (B)(6) 2015 and felt a snap and immediate pain. After visiting the surgeon the next day, an x-ray revealed the neck of the stem has broken just below the head neck junction. At this time, the decision was made to replace the accolade with a restoration modular revision stem.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is not available.